Manufacturer narrative:
B5 updated. Corrected data: d4 catalog number updated/corrected. The investigation is still ongoing.

Event description:
Additional information has been provided - the pump is not available for return.

Manufacturer narrative:
D4 serial and primary UDI number were revised. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H11 the impella device was not returned, and the investigation has been completed. Investigation summary - hematoma/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details. Thrombosis/ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 81-year-old male with a pre-support clinical state consistent with scai shock stage a underwent high-risk percutaneous coronary intervention (hrpci) with impella cp support via left femoral arterial percutaneous access. Anticoagulation monitoring during the procedure was performed using act, and the patient was on anticoagulant and antiplatelet therapy (specific agents and concentrations unknown). A hematoma developed at the left femoral access site post-sheath removal. Manual pressure was applied by staff with good resolution of the hematoma. Subsequent assessment revealed inability to doppler the posterior tibial pulse on the left side. Right femoral arterial access was then obtained, and an up-and-over angiographic evaluation with contrast demonstrated no active bleeding at the left femoral access site, with perclose x2 confirmed to be in place. A non-occlusive thrombus was noted in the popliteal artery; however, left foot pulses were present on doppler, and there was no evidence of vessel perforation or dissection. This event represents access site bleeding with hematoma formation following impella sheath removal, requiring manual intervention. The injury was attributed to the impella access site, not to a device malfunction or failure. Appropriate clinical management resulted in resolution without surgical intervention, transfusion, or long-term sequelae. Based on available information, the impella cp device performed as intended, and the event is consistent with a known procedural access-related complication. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. The reported ischemia may be influenced by patient specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics. The patient survived the procedure and was reported to be stable at explant.